Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6), 2009. According to the complainant, during pre-procedure set up, the bipolar connector broke and fell into the unit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Damage, internal/external. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).